Manufacturer narrative:
The devices referenced in this report were returned to olympus for evaluation. The evaluation of (sn. (B)(4)) found the eto valve was misaligned and open. Further inspection found that there was no image. There was fluid and corrosion found in the scope connector. The unit passed the leak test. It was determined that the physical damage to the scopes was attributed to mishandling. The instruction manual warns users: "after using this instrument, reprocess and store it according to the instructions given in the endoscope's companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance." As part of our investigation olympus has requested that an endoscope support specialist be dispatched to the user facility to observe the user facility's reprocessing methods. The user facility has not scheduled a date for the recommended in-service at this time. If additional information is received at a later time this report will be supplemented accordingly. Please cross reference the following MFR report numbers: 2951238-2015-00576 and 2951238-2015-00599.

Event description:
Olympus was informed that three patients developed penicillium mold growths after undergoing bronchoscopy procedures, with two different bronchoscopes. It is not known which of the two bronchoscopes (sn.(B)(4)) are alleged to be the source of the growth. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result.